Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap ivor leis esophagectomy procedure, the white tip of the flexible tube disconnected during introduction of orvil into patient's esophagus causing the orvil to be stuck at the esophagus with injury. The issue was corrected by converting to open thoracotomy with hand sewn anastomosis. The anvil dislodged while pulling ng tube via distal esophagus; the latter retracted immediately into mediastinum; the distal end was macerated. The injury was permanent. The patient had a pre-op diagnosis of neuro-endocrine carcinoma; the tumor was located near the esophago-gastric junction and there was extensive metastatic/nodal disease. The esophageal tumor was removed through the abdomen. The disengaged white tip was retrieved. There was a seven hour delay. There was unanticipated tissue loss as a result of this problem and tissue damage described as oral mucosa and upper pharyngeal abrasions/edema which were not irreversible. There was blood loss of 500cc or more treated with a blood transfusion. The patient was initially under observation in the ICU (intensive care unit). They however are no longer in the ICU. In response to what was the patient's current status the reply was anastomotic leak imminent with no further detail provided. No reinforcement material was used. The patient had not received any radiation therapy or chemotherapy treatment prior to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples and one dst series orvil automatic 25mm device opened by the account. The visual inspection of the staple guide noted the presence of a full complement of staples. The orvil anvil was observed to be tilted and separated from the tubing. The device was subjected to a measured orvil anvil retention test with an acceptable result. In addition, no knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.